Manufacturer narrative:
Cmp-(B)(4). Concomitant products: 00630505032 unknown lot# liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01592.

Event description:
It was reported that the patient¿s right hip was revised approximately 11 years post-implantation due to dislocation. The patient stated that she had experienced 3 episodes of dislocation 6 months prior to the revision surgery. The head and liner were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision surgery operative notes provided. There was evidence of anterior superior dislocation with the leg in extension and external rotation and adduction. According to the pre-op h&p; the patient had 3 episodes of dislocation and multiple episodes of partial dislocations. The x-rays provided were reviewed by an external surgeon; according to the review; there is an increased lateral inclination of acetabular cups in bilateral hip arthroplasties. A femoral head and a standard liner were returned for evaluation. Dimensional analysis cannot be performed on the liner as the liner exhibits damage. The femoral head exhibits black debris inside the head and also shows gouges on the outer surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.